Event description:
Respond study. It was reported that endocarditis and death occurred. The patient was enrolled into the respond study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1566 days post index procedure, the subject was hospitalized. Echocardiogram was performed as a diagnostic test which revealed prosthetic aortic valve endocarditis. The patient was treated medically. Fifteen (15) days later, the patient passed away. The cause of death was determined to be endocarditis. It was further reported that in (B)(6) 2019, 1566 days post index procedure, the subject presented to the emergency room with complaints of diarrhea, nausea and vomiting. Subject also had shivering. The subject was also noted to be tachycardic and tachypneic, with high body temperature (39.6 degree c). Due to the bad general condition, an empiric antibiotic therapy was begun with ceftriaxone and metronidazole and subject was transferred to the intensive care unit (ICU) for further therapy. In the ICU, subject was stable in the cardiopulmonary context, with slightly hypotensive blood pressure values. Due to clinical hypovolemia and low blood pressure values, generous volume replacement was begun. A quick test for norovirus was negative; and the watery diarrhea was also regressive in the course. Hence, metronidazole was paused. The subject's previous history of acute on chronic renal insufficiency was noted with creatinine value 188 micro mol/l, egfr 32 ml/min. The next day, the previously unremarkable inflammation signs had strongly increased, in addition, there was progressive thrombocytopenia due to known myelofibrosis following polycythemia vera. The antibiotic therapy was empirically supplemented again by metronidazole. Blood cultures were taken, and all four (4) samples of blood culture showed the presence of staphylococcus aureus. Antibiotic therapy was continued due to evidence of sensitivity of ceftriaxone, and metronidazole was stopped. The following day, transthoracic echocardiography (tte) was performed which showed evidence of deposits over the tavi prosthesis for which antibiotics therapy was switched to kefzol for the purpose of protection of anaerobes due to infection. The subject's renal function and inflammation parameters had stabilized. Due to subject's multimorbidity and subject's wish to refrain from further measures, only antibiotic therapy was continued at first. Following further worsening of the general state with the occurrence of petechiae on the lower legs and hands, the antibiotic therapy was discontinued. Following discussions with the subject, best supportive care therapy was continued. The primary cause of death was staph. Aureus endocarditis.

Manufacturer narrative:
A1 patient identifier: (B)(6). B5 - describe event or problem: updated. B7 - other relevant history: updated. H6 - patient codes: updated.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that endocarditis and death occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2015. Prior to the index procedure, heparin or other anticoagulant was given and the patient received a loading dose of 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1566 days post index procedure, the subject was hospitalized. Echocardiogram was performed as a diagnostic test which revealed prosthetic aortic valve endocarditis. The patient was treated medically. Fifteen (15) days later, the patient passed away. The cause of death was determined to be endocarditis.